Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. Primary tka surgery using attune system was performed around the year 2014/2015 at this affiliated hospital. After the surgery, aseptic loosening of the tibial tray (part#: unknown) was confirmed at this hospital. Revision surgery is scheduled in either (B)(6) 2017. Doi: around the year 2014/2015 ; dor: scheduled revision (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary: the received device was forwarded to depuy commercialized product development for evaluation. The reported event can be confirmed however a definitive root cause is unknown. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.